Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found the coating on the connecting tube is peeling off. Based on the results of the investigation, the most probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngofiberscope exhibited that the coating on the connecting tube is peeling off. There were no reports of patient involvement.